Event description:
It was reported that during a vinci-assisted gastrectomy - distal surgical procedure, the customer reported the wrist metal cable was broken on the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no thermal damage or arcing observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a broken conductor wire within the insulation at the distal idler pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the base of the grip, exposing the electrode. There was no thermal damage on the conductor wire. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. Asa result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.